Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. This was due to aa battery leakage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed for error code 11/004/033. This is not a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the battery compartment and on the battery door.